Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The fluoro button was inspected during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys exposure button on the top of the tower is sticking during a case. The procedure was completed. No pt injury was reported.